Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely due to a patient-specific event, specifically a foreign body reaction or foreign body sensitivity. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Reported device: unknown anchor type pushlock 2.9 peek device. It was reported that a patient underwent a shoulder surgery with an anchor type pushlock 2.9 peek device three weeks ago. Since then, the patient is experiencing a rash on his shoulder and back. More information was not received.